Manufacturer narrative:
(B)(4); buckle torn on one side. The complaint was confirmed, per visual inspection it was noted that the buckle and tubing connection were returned damaged. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it can be tentatively be concluded that the use of a grasper to handle the band might be the cause of buckle tear. Review of the product's instructions for use (IFU) indicates that the IFU cautions against damaging any part of the band, it is also noted that detailed instructions regarding proper device manipulation technique are provided. A device history record (DHR) review was performed and no anomalies were found with respect to the manufacturing process. It was also noted that products are 100% inspected prior to distribution, therefore it is unlikely that a manufacturing issue contributed to this issue.

Event description:
It was reported that before an unknown procedure, during insertion of the gastric band into the 15 mm trocar, the locking link/device of the band tore. A new gastric band was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leakage and buckle/band damaged the curved band with 60cm of catheter, the velocity port with red safety cap and the locking connector and tubing strain relief were returned for analysis. Upon visual inspection, it was observed that the buckle from the curved band was returned torn on the one side. This tear is opposite site of the snorkel side. It was also noted that the snorkel side was damaged on the tubing connection. A tear in shape of v was observed on the tubing connection. A leak test was performed on the balloon with an unsuccessful result, a leak was found near of the tubing connection. The probable cause is related to user handling. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.